Event description:
It was reported "triple PICC. Guidwire inserted into needle and sheath was removed from the guide wire, it was noted guidewire was bent, almost not able to remove the needle of the guidewire." Additional information received 02/14/2022: "placement info: after vein accessed, guidewire was inserted thru the needle and guidewire sheath/housing was removed. At that time it was noted that the guidewire was bent and needle was very difficult to remove over the bent guidewire. There were no issues advancing PICC during the insertion process. No harm but reported for potential harm."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1358 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1358 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported "triple PICC. Guidwire inserted into needle and sheath was removed from the guide wire, it was noted guidewire was bent, almost not able to remove the needle of the guidewire." Additional information received 02/14/2022: "placement info: after vein accessed, guidewire was inserted thru the needle and guidewire sheath/ housing was removed. At that time it was noted that the guidewire was bent and needle was very difficult to remove over the bent guidewire. There were no issues advancing PICC during the insertion process. No harm but reported for potential harm."

Event description:
It was reported "triple PICC. Guidwire inserted into needle and sheath was removed from the guide wire, it was noted guidewire was bent, almost not able to remove the needle of the guidewire." Additional information received 02/14/2022: "placement info: after vein accessed, guidewire was inserted thru the needle and guidewire sheath/housing was removed. At that time it was noted that the guidewire was bent and needle was very difficult to remove over the bent guidewire. There were no issues advancing PICC during the insertion process. No harm but reported for potential harm." Medwatch rcvd 02/28/2022: triple lumen PICC inserted guidewire inserted and when the sheath was removed it was noted that the guidewire had several bends in the wire inserting rn had difficult time withdrawing needle off of the guidewire due to this bending post insertion, stylet was noted to have a kink/bend near the end which was not present prior to insertion there were no insertion complications or harm to the patient.